Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having to go to her doctor due to problems with the sensor. The customer's healthcare professional removed the sensor, and noticed that it had no electrode. The healthcare professional checked the customer's skin, but it did not appear that the electrode broke off underneath the customer's skin. Nothing further was reported.